Event description:
It was reported that the patient received a tkr on (B)(6) 2011. The patient experienced progressively worsening pain, swelling, and instability. Radiographic examination revealed subsidence of the uncemented tm monoblock tibial component. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
Investigation in process.